Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that the customer was hospitalized on (B)(6) 2017 due to low blood glucose. He stated that the customer had a stomach virus and did not want to eat or drink anything. His blood glucose went down to 45 mg/dl, the emergency medical services arrived and took the customer to the hospital. Blood glucose at the time of the admission was 28 to 32 mg/dl. The customer was not wearing the insulin pump at the time of the hospitalization as it was take off by the paramedics prior to going to the hospital. The customer stayed in the hospital for 2 days and the insulin pump's settings were different when he was released. Troubleshooting was not performed. They were assisted with reprogramming the insulin pump. The device will not be returned for analysis.